Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: on examination, the keypad cover was missing from the pump, exposing the button contacts. The ok button contact was missing rendering the ok button inoperable. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.